Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test and self test. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the electrical board was inspected and properly connected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 266 mg/dl at the time of incident and declined high blood glucose troubleshooting. Caller stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing and the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.